Event description:
In 2008, the patient was implanted with three gore excluder aaa endoprostheses. The patient had a computed tomography angiography (unknown date) that revealed a type I and type ii endoleak with aneurysm growth (no measurements available). A reintervention was performed in 2009, explanting all three devices. No further information is available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted: 05805881/pxc181000.